Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found "pca dose changed from 0 ml to 20 ml, a value above the soft max and pca lockout changed from 1 hrs 0 min to 1 min, a value below the soft min of 24 hrs 0 min." Visual inspection, functional check, and three separate delivery accuracy testing were performed. The customer's reported problem regarding delivery accuracy was unable to be duplicated. Three separate delivery accuracy tests were per formed, and all of which were within the pump's delivery accuracy manufacturing specifications. No problems were found with the delivery accuracy of the pump. Furthermore, the pump was performed pca dose delivery by using the customer's returned program and remote dose cord. The pca dose was set to 20 ml, but unable to perform the test due to the pump displaying "cannot start pump with air in-line prime tubing" alarm message when stop/start button is pressed. No problems were found with pump or the returned remote dose cord. Service will replace the downstream sensor seal cover and air detector. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd solis hpca pump was "not infusing correct doses but continues to infuse doses and will not stop unless press stop button". No reported adverse effects.